Manufacturer narrative:
Feb. 29, 2016 01:07 pm (gmt-5:00) added by (B)(6): (B)(4). The device is owned by maquet cardiopulmonary (B)(4). The device was received by the manufacturer and sent to a supplier for further evaluation and repair. During the suppliers investigation the failure could be confirmed. It was determined that the failure was caused by a broken pin within the connector plug of the rotaflow drive (rfd). This mechanical damage on the pin was most likely caused by improper handling of the device. This rfd connection plug was replaced and the system was calibrated and successfully tested to manufacturer specifications.

Event description:
Feb. 29, 2016 12:50 pm (gmt-5:00) added by (B)(6): a head error was reported. (B)(4). This is a duplicate of mfg report # 8010762-2015-00364. This medwatch is being generated per FDA correspondence received feb 26,2016 that requires supplemental/follow-up medwatches be filed electronically.